Manufacturer narrative:
The customer reported complaint of the autopulse platform (serial (B)(4)) stopped compressions and displayed user advisory "(ua) 17" (max motor on time exceeded during active operation) error message was confirmed during initial functional test and archive data review. The root cause of ua17 was due to a damaged drive train motor in which is likely attributed to normal wear and tear since the autopulse platform manufactured in march 2012 and it is 8 years old, well past beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, a cracked front enclosure and a missing patient head restraint were observed on the returned autopulse platform. The physical damaged was likely due to mishandling and the missing patient head restraint was removed by the user. The front enclosure and top cover needs replacement. Also found, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance as a result of a sticky clutch plate. This type of faulty component was likely attributed to normal wear and tear. Deburring of the clutch plate needs to be performed to remedy the sticky clutch plate. Review of the archive data revealed multiple "(ua) 17" error, thus confirming the reported complaint. The initial functional test of the returned autopulse platform failed due to "(ua) 17" (max motor on time exceeded during active operation) error message. To remedy ua17 error message, the damaged drive train motor needs to be replaced. Service could not be conducted since the customer has declined the repairs due to cost. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (serial #40726) would do a dozen compressions then displayed user advisory - "(ua)17" (max motor on time exceeded during active operation) error message. No consequences or impact to patient.